Event description:
It was reported that during a stenting treatment procedure, a stent deployment issue occurred. The physician commented that during deployment of the promus element stent system the stent often slips forward or backward on the balloon making stent placement difficult. The stent was successfully implanted. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).